Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that a catheter kink occurred. During use of the intellatip mifi¿ xp temperature ablation catheter the device was kinked near the 1st electrode at the distal tip of the device. The procedure was completed with this device. There were no patient complications and the patient was in good condition post-procedure. However analysis revealed that the adhesive between the electrodes was broken.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer - the device has a kink at the distal section 13mm from the tip while in the neutral position. There is broken adhesive on rings #1 and #2 with fluids under them. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The left curve passed a dimensional inspection; however the right curve did not. The device was opened at the handle and no issues were found. The device was dissected at the distal section finding the center support kinked at 18mm and 33mm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).